Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they needed assistance with filling the tubing and mentioned that the customer experienced high blood glucose level of 400mg/dl. The customer was assisted with fill tubing process. No troubleshooting for high blood reading was performed due to the cause being known. The product will not be returned for analysis.